Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she dropped the insulin pump and the display went blank. Blood glucose value was 65 mg/dl. The insulin pump does not have physical damage and was not exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was not using the recommended battery type. A battery cap replacement would be sent. Customer was advised to insert a new battery as soon as possible and if the display does not return revert to a backup plan until the replacement battery cap arrives.